Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine device check in clinic, high capture threshold was observed. Lead was capped and replaced on (B)(6) 2017. Patient¿s condition was stable.